Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05682. It was reported that the patient presented in emergency department after a fall due to syncope. The patient became lightheaded and collapsed. The patient had similar episode two weeks before and injured chest wall during that time. The patient was found to be bradycardia, and initial EKG showed sinus bradycardia. Facial fractures, facial abrasions, contusion of left hand, chest pain, neck pain, dizziness, and headache were noted. Loss of capture on the device and loss of sensing on the rv lead were observed. Chest x-ray revealed pacing electrodes in ra and rv with no pericardial effusion. Programming changes were made. The device was reinterrogated, and normal function was observed. The patient remained admitted in the hospital in stable condition.